Event description:
911 dispatch for pt in cardiac arrest. CPR in progress by police upon arrival of ems. Mrl pic defib pads attached, unit said "lead fault." Unit would not show heart rhythm. Unable to use unit for defibrillation.